Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for atrial tachycardia. Programming changes were recommended. Physician opted medication treatment. Patient condition was fine after the event.